Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). While the screw was being screwed in, the thread sheared off. No pieces fell from the screw into the patient, there was no patient injury.

Manufacturer narrative:
Received for evaluation: reference code (B)(4). Device name quintex dynamic screw 4.0x16mm. Product was not returned for investigation. Lot number was not provided; batch manufacturing records could not be reviewed. This failure is most probably a user related error. Due to the type of defect, it is very likely that the screw was not placed in the center of the plate. Furthermore, the device was possibly screwed in an incorrect angle therefore, the thread was damaged by the frame of the plate. A visit in the hospital by a marketing specialist confirmed the above mentioned hypothesis. A product related failure is excluded. Corrective / preventive action is not required.